Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Citation: doi 10.1007/s10029-016-1468-8; hernia 2016 march; 20 suppl 1:1-138.

Event description:
It was reported in journal article ¿clinical analysis and laparoscopic treatment of recurrence after open inguinal hernia repair¿ that the patient underwent open inguinal hernia repair on an unknown date and mesh was implanted. The patient experienced recurrence and underwent laparoscopic repair. Additional information will be requested.